Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿cuff does not remain inflated ,pinhole or tears, material degradation¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications for use: the bard® dignishield® stool management system (sms) with enfit¿ connector and with odor barrier properties is intended for fecal management by diverting and collecting liquid or semi-liquid stool to minimize skin contact in bedridden patients and to provide access for the administration of medications. Adult use only. Device description: the bard® dignishield® sms device with enfit¿ connector consists of a catheter tube assembly, a collection bag (figure 1), a 50ml syringe, a syringe of lubricating jelly and a biological odor eliminator. The device has no components made of natural rubber latex. Contraindications ¿ do not use for more than 29 consecutive days. The uninterrupted use for this device, including immediate replacement with the same or an identical device, is intended to be 29 days or less. ¿ do not use on patients known to be sensitive to or allergic to any components within the system. ¿ do not use on patients who had lower large bowel or rectal surgery within the last year. ¿ do not use on patients with any rectal or anal injury, severe rectal or anal stricture or stenosis (or on any patient if the distal rectum cannot accommodate the inflated cuff), confirmed rectal or anal tumor, severe hemorrhoids, or fecal impaction. ¿ do not use on patients with suspected or confirmed rectal mucosa impairment, i.e. Severe proctitis, ischemic proctitis, mucosal ulcerations. ¿ do not use on patients with indwelling rectal or anal device (e.g. Thermometer) or delivery mechanism (e.g. Suppositories) or enemas in place. Warnings ¿ there is a potential risk of misconnections with connectors from other healthcare applications, such as intravenous equipment, breathing and driving gas systems, urethral/urinary, limb cuff inflation, neuraxial devices and other enteral and gastric applications. ¿ do not use if package is opened or damaged. ¿ do not use improper amount or type of fluids for irrigation/flush or cuff inflations. Never use hot liquids. ¿ do not over inflate retention cuff. ¿ use only gravity or slow manual irrigation. Do not connect mechanical pumping devices to catheter irrigation port. Do not irrigate patient with compromised intestinal wall integrity. ¿ rectal bleeding should be investigated to ensure no evidence of pressure necrosis from the device. Discontinuation of use is recommended if pressure necrosis is evident. ¿ abdominal distention that occurs while using the device should be investigated. ¿ prolonged traction on the catheter may result in the retention cuff migrating into the anal canal which may result in mucosal lesion, temporary or permanent clinical sphincter dysfunction, or catheter expulsion. ¿ solid or soft-formed stool cannot pass through the catheter and will obstruct the opening. The use of the device is not indicated for patients with solid or soft formed stool. ¿ single use only. Do not reuse. Reuse and/or packaging may create a risk possibly resulting in patient or user infection. Structural integrity and/or essential material and design characteristics of the device, may be compromised, which may lead to device failure and/or lead to injury, illness or death of the patient. Precautions ¿ caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. ¿ do not sterilize. ¿ close attention should be paid to the use of the device in patients who have inflammatory bowel conditions. The physician should determine the degree and location of inflammation within the colon/rectum prior to considering use of this device in patients with such conditions. Ensure retention cuff and funnel are folded into a low profile form prior to insertion (as shown in figure 4). ¿ patients with very weak sphincter muscles may not be able to retain the device in place and may experience increased leakage of stool. ¿ if the catheter becomes blocked with solid particles, it may be flushed with water (see figure 8 - ¿flushing the device¿). If obstruction of the catheter is due to solid stool, use of the device should be discontinued. ¿ to avoid injury to the patient, do not insert anything into the anal canal while this device is in place (e.g. Thermometer, suppositories, etc.). Remove the device prior to insertion of anything into the anal canal. ¿ notify a physician if any of the following occur: o persistent rectal pain o rectal bleeding o abdominal distension ¿ if the patient¿s bowel control, consistency and frequency of stool begin to return to normal, discontinue use of the device. ¿ caution should be exercised in using this device in patients who have a tendency to bleed from either anticoagulant / antiplatelet therapy or underlying disease. ¿ when using the tube clamp for medication delivery, ensure the patient is closely monitored and is not allowed to lie on the tube clamp. ¿ ensure the tube clamp is only used during medication delivery and for the prescribed dwell time. Do not leave the tube clamp on the drainage tube for longer than the prescribed dwell time 1. Preparation of sms prior to insertion a. Verify the retention cuff has been completely deflated. This can be done by squeezing the cuff to ensure there is no residual air inside the device. 1) if air remains within the cuff, attach the 50 ml syringe to the green inflation port and withdraw all remaining air from the cuff. B. After the cuff has been fully deflated, fill the syringe with 45ml of water and set aside. C. Using a permanent marker, record the catheter insertion date on the label located on the piston valve connector. 2. Collection bag connection a. Attaching the collection bag: 1) attach the collection bag to the piston valve connector on the catheter by pulling back on the green trigger switch and engaging the piston valve connector onto the collection bag hub socket. (Figure 3-a ,b) 2) ensure that the green ring at the base of the collection bag hub socket is not visible. The green ring at the base of the collection bag hub socket will not be visible when the piston valve is properly connected." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the system was defective, balloon deflating and leaking. Per follow up received phone on 21jun2023, customer stated when they pulled the balloon (cuff) out it looked like it had a slit in it and the top of the tubing (closest to the balloon/cuff) looked perforated. Per follow up via email on 26jun2023, it was reported that the sample was discarded on the day it was utilized. The patient was still recovering from some internal damage caused from the fms, however, it had improved. No medical intervention was reported.

Event description:
It was reported that the system was defective, balloon deflating and leaking. Per follow up received phone on 21jun2023, customer stated when they pulled the balloon (cuff) out it looked like it had a slit in it and the top of the tubing (closest to the balloon/cuff) looked perforated. Per follow up via email on 26jun2023, it was reported that the sample was discarded on the day it was utilized. The patient was still recovering from some internal damage caused from the fms, however, it had improved. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.